Event description:
Baxter japan reported "breakage of the occluder feet" of the transfer set. This was noted during use with no pt injury or medical intervention reported by the complaint coordinator.